Manufacturer narrative:
Non-healthcare professional. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 due to a history of deep vein thrombosis (dvt) and pulmonary embolism(pe). Patient alleges device was unable to be retrieved and filter was in place more than 90 days without further details. Patient further alleges to have experienced "fear of possible failure in the future, recurrent pe/dvt post filter implant".

Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation - evaluation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip- device unable to be retrieved, filter in place more than 90 days, recurrent pulmonary embolism, deep vein thrombosis'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. Catalog # is unknown, but the device (igtcfs-65-fem) and tulip filter are manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.